Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient¿s cgm was reading 300 mg/dl, and the bg meter was reading 50 mg/dl. The patient was wearing an omnipod insulin pump. The patient was acting erratically and saying things that did not make sense. The patient was kicking and jumping around, and the patient¿s husband was having to fight to keep her calm. During this, the patient fell and hurt her back. She also had bruises on her arm, lower back, and neck. The patient¿s husband administered 0.2 ml of glucagon to the patient. After approximately 30 minutes to 1 hour, the patient¿s bg meter reading was 119 mg/dl. The sensor had been removed by this time. The patient did not seek assistance from a higher level of care. The patient was ¿feeling fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated for 12/16/2024 and the allegation was undetermined. Data was evaluated for 12/15/2024 and the allegation was confirmed. The reported glucose values fall within the d zone of the parkes error grid for 12/16/2024. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.